Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that the device and lead were explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up appointment, this device noted noise on the right ventricular (rv) pacing and shock channel. The noise triggered a ventricular fibrillation (vf) episode; however, no shock was delivered. It was also noted that since the device was implanted, an increase in threshold and a 100 ohm decrease in impedance measurements had been observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 508mm from the tip and only the distal section was returned. The rate sense conductor extended beyond the severed end by 25mm. The distal high voltage conductor extends beyond the severed end by 23mm. The proximal end of the distal spring electrode was slightly separated from the lead body insulation, tissue was noted in the area along with a cut. There was slight calcification and tissue noted toward the proximal end of the distal spring electrode. Body fluid was noted in the helix housing and the rate sense lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.